Event description:
The physician implanted two endeavor sprint rapid exchange (rx) drug-eluting stents to the lad. The lesion was a chronic total occlusion (cto). The physician was unable to work the rca despite numerous attempts over a three and half hour period. The pt was stable leaving the cath lab but died 15 minutes later. Reference MFR report numbers 9612164201101086 and MFR report numbers 9612164201101087.

Manufacturer narrative:
(B)(4). Eval results: (device/cine images not returned for review), (death).